Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system and motor error alarm. The customer¿s blood glucose level was 112 mg/dl. Customer stated that the insulin was squirted out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer stated they were unable to exit the preparing to prime loop. Customer was called for technical troubleshooting. Customer reported that insulin continues to drip after letting go of the act button during the prime process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.